Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 21mm trifecta valve was implanted during an aortic valve replacement. In (B)(6) 2019, the patient presented to the hospital with shortness of breath. An echocardiogram was performed, which showed worsening aortic stenosis. During the pre-surgical workup, it was determined that the patient had a low left main coronary ostium and a 6x4x5cm tissue mass in the right cardiophrenic angle continuous with the pericardium. On (B)(6) 2019, the patient was admitted to the hospital for evaluation of transcatheter aortic valve replacement vs. Surgical aortic valve replacement. On (B)(6) 2019, the patient had a heart catheterization performed, which demonstrated mild bilateral enlargement, severe aortic stenosis, moderate aortic regurgitation, moderate mitral regurgitation, dilated mildly hypokinetic left ventricle, and a mal-positioned prosthetic aortic valve. The patient was volume overloaded with a wedge pressure of 35mmhg. The patient was admitted to the cardiovascular intensive care unit (cvicu) with congestive heart failure. On (B)(6) 2019, the surgery service noted that the patient needed a redo surgical prosthetic valve. On (B)(6) 2019, a repeat echocardiogram showed that the patient's ejection fraction had dropped to 15% and that mitral regurgitation had increased. The patient was in shock in the setting of worsening left ventricular systolic function and multivalvular disease. On (B)(6) 2019, the patient passed away from cardiogenic shock due to worsening valvular heart disease.

Manufacturer narrative:
An event of aortic valve stenosis, aortic valve regurgitation, shock, shortness of breath, congestive heart failure, hospitalization, and death was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and medical review, the cause of the reported death appears to be related to heart failure. The cause of cardiogenic shock appears to be related to fibrous-calcific svd. However, a cause of heart failure, fibrous-calcific svd, and aortic valve regurgitation and stenosis could not be conclusively determined. The reported hospitalization was a result of case-specific circumstance as the patient was admitted for evaluation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.